Manufacturer narrative:
Correction to annex f code: imf f08 missed in the previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced severe stomach pains approximately one month after an index procedure involving the implantation of a stent graft etbf2316c166ee endur ii bif and a stent graft etlw1620c124ee endur ii limb as part of the advance study. The patient was hospitalized during which a computed tomography scan of the aorta was conducted. The patient was diagnosed with cholecystitis and treated with intravenous antibiotics. The pain persisted, leading to a second hospitalization. It was decided to operate after the completion of efient medication (prasugrel) however the patient recovered and was discharged 9 days later. The adverse event was assessed by the sponsor as possibly related to the index procedure but not related to the study devices or underlying conditions. The site assessed the cholecystitis as not related to the index procedure, device or any underlying condition or disease. The patient recovered and the issue was resolved.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID: etlw1620c124ee, serial/lot#: (B)(6), ubd: 24-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.